Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap ovarian cyst. According to the rptr: the surgeon opened the 5.5mm trocar (4216) and used for 5mm instrument insertion. After used for several mins, he found that white shavings had fallen into the pt's abdomen. The surgeon then suctioned them out and noticed that it came from the trocar's seal. He changed to use re-usable port to continue the procedure and complaint about the quality of orange trocar. No pt injury was reported. No additional info available at this time.